Event description:
The customer reported high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories of the pump were corrected. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressue test did not pass twice. Instructed the customer to change the infusion set. A replacement pump was sent. Two days later, the customer called back and requested assistance in programming time, date, and bolus wizard.